Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/18/2017, that on (B)(6) 2017, an unexpected g5 mobile application shut-off occurred. It was reported that the operating system for the smart device was not a supported system. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of an unexpected g5 mobile application shut-off. The root cause was determined to be a structured query language (sql) error. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.